Manufacturer narrative:
H10, h6. The reported 5.5 twinfix ultra ha, used in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H10: d10, g4, h2, h3, h6. The reported 72202626 5.5 twinfix ultra ha, used in treatment, has been returned for evaluation. From the information provided, the anchor broke during insertion. Visual assessment confirm complaint. Broken anchor was returned. No sutures were returned. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site with the appropriate prep device. Application off excessive force during insertion. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported.

Manufacturer narrative:
H10. B5 and b7 updated.

Event description:
It was reported that during the rotator cuff surgery, the anchor broke while inserting. The pieces were removed from the patient. A backup device was available to complete the procedure with no significant delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, the anchor broke while inserting. A backup device was available to complete the procedure with no significant delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.